Manufacturer narrative:
(B)(4). Device will not be returned for eval.

Event description:
It was reported per field service report: symptom - pump issued "low ram battery" alarm message while on pt. Findings/actions taken: biomed checked the pump out and could not duplicate alarm message. Unit passed static ram memory test. Pump ran overnight without problems and was returned to service.